Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generated an error message. No death or serious injury was associated with this incident. (B) (4).

Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument and found stuck plunger clamp #1 eject pin. Fse cleaned and reinstalled plunger clamp #1. Plunger clamp #2 in good condition. Fse verified hold and pull force on all tip clamps. Fse performed splld checking procedure and tested summit with oas user software. All tests passed. The instrument was tested without further problem and returned to expected operation.